Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test or verify prime, fill, low battery alarm, no excessive no delivery, occlusion alarm, failed battery alarm and low battery alarm due to motor error alarms. Pump received with loose drive support disk, broken battery tube threads and cracked reservoir tube lip. Cracked case at the reservoir tube window corners and broken reservoir tube window. The test infusion set and reservoir does lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was crack around the battery compartment and near reservoir window. Customer stated that insulin pump had random no delivery alarm and rewind was slower than in the past. Customer also stated that insulin shoots out of infusion set. Customer stated that there was scratches on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.